Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4). The endoscope will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and returned to the customer or loaner inventory as applicable. Model ec-3890li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 07-feb-2022, a device history record(DHR) review for model ec-3890li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the miyagi facility on 25-jun-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 26-jun-2013. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported no video, error message scope not conn involving pentax medical video colonoscope, model ec-3890li, serial number (B)(4). The event timing and location are unknown. No death or serious injury was reported. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the light guide prong was deformed. Based on the result, we concluded that it was caused due to the excessive force applied on the prong. In addition, we confirmed that the bending rubber dirty, the distal body dirty, the nozzle gluing dirty and the air/water socket chipped; however, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result.